Event description:
It was reported that the user experienced low blood glucose and paused insulin delivery on the ilet to avoid further lows. Symptoms included hypoglycemia of unknown severity. Outcomes included temporary interruption of therapy without reported injury. Investigation included a review of available case details and an attempted troubleshooting engagement, which the user deferred. Investigation of this case revealed that insufficient information was obtained to determine a device malfunction, user error, or clinical cause. It was concluded that the cause of the hypoglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.